Event description:
The customer reported that they received an erroneous result for one patient sample tested for troponin t (tnt) stat (short turn around time). The sample initially resulted as <0.03 ng/ml and this value was reported outside of the laboratory. The sample was repeated and resulted as 0.06 ng/ml. The repeat result was believed to be accurate and will be the corrected result. The patient was not adversely affected. The tnt stat reagent lot number is 17328701 with an expiration date of 07/31/2014. The field service representative could not determine a cause. He performed all s/r probe, sipper probe, and mixing paddle target adjustment checks. He ran checks on lld, the pressure sensor, and rinse stations. He performed incubator, sample disk, and reagent wheel checks. He performed syringe and pinch tubing checks and ran performance testing. The operator ran quality controls with all results meeting specifications.

Manufacturer narrative:
A specific root cause could not be determined. It was found that the customer used a slightly too high g force when centrifuging the sample and this can not be excluded as a root cause. An instrument related issue also could not be excluded as the root cause, as lld errors occured near the time of the event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.